Event description:
It was reported that the patient presented for a follow-up visit to the clinic. Upon interrogation, it was noted that the pacemaker had an inductive telemetry issue and exhibited marker anomalies. Programming changes were made, and the patient remained in stable condition.